Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connector, both output connectors were broken and additionally, both wires on the liquid crystal display were pinched with the wires exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.